Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but motion sensor test failure alarm during the rewind due to motor encoder signal out of phase. Unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm and motor position encoder error alarm due to motion sensor test failure alarm. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed motion sensor test failure, which when cleared would initiate a countdown, prompt a rewind, and then alarm again. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. Customer also got a motor error and motor position encoder error alarms prior to the motion sensor test failure alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.